Event description:
The event is reported as: complaint alleges that the stapler jammed during a caesarean section, but there was no harm caused to the pt. Another visistat stapler was used to continue the procedure. "It appears that the stapler jammed due to the trigger problem."

Manufacturer narrative:
Method - device history record review. Results - the DHR review showed that no similar issues were found during the manufacturing or package process of this lot. Conclusions - CAPA #(B)(4) was opened to address the issue of staples jamming. If add'l info is received that changes the conclusion of the investigation, a f/u report will be sent.